Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported "noticed getting smaller and smaller about a month ago" and "deflation and bilateral exchange of textured devices due to patient's concern with product". Later healthcare professional reported "saline rupture and exchange of a textured device to a smooth implant". This record is for the right side. Device remains implanted.